Event description:
The manufacturer received information alleging that a ventilator service required alarm and an oxygen regulation alarm had occurred while the device had been in use on the patient. Customer reported that the patient's spo2 which had been originally 100% had decreased to 50% range. Customer reported that they had immediately replaced the device with v60, and the patient' spo2 immediately recovered. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was duplicated. The error log was checked and ventilator service required error codes related to oxygen were found. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Evt_o2_regulation means the delivered oxygen concentration is not within fio2 setpoint plus/minus 10%. Evt_o2_flow_drift_high means the o2 flow communication ceased and the sensor is reporting the same value. The system board and oxygen blending module sub assembly will be replaced to address the issues.